Event description:
It was reported that the pt reported good progress with her ci's bilaterally until about 1 week ago when she started getting tingling pain sensations on her left ear device when the "s", "sh", and "ch" sounds are presented. She states that she gets a headache when she has to listen in a noisy room as the high pitch sounds are just to uncomfortable. She has also been reporting headaches off and on for the past week since she noticed the tingling pain. As per the info received on (B)(4) 2014, the pt had discontinued use of the device and was going to schedule an appointment to see the surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.